Manufacturer narrative:
The hill-rom technician found the communication board not operating correctly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the replaced the sidecome universal television power control board assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit is functional but not sending signal to nurses station. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).